Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer service agent (csa) documentation. The reporter stated that the alleged issue occurred on (B)(6) 2020 at 11:00 am when the patient obtained a blood glucose reading of ¿363 mg/dl¿ with the subject meter compared to a reading on (B)(6) 2020 of ¿241 mg/dl¿ on a laboratory device. The patient manages her diabetes with 3 pills of metformin and 10 units of insulin (type not reported). The reporter denied the patient made any changes to her usual diabetes management regimen as a result of the alleged issue. The reporter claimed that on (B)(6) 2020, after the alleged issue occurred, the patient developed symptom of ¿blurred vision.¿ in response to the symptom, the reporter claimed the patient treated herself with fruit on the advice of her doctor and felt better after. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.